Event description:
A patient had been hospitalized due to hyperglycemia. The reporter believes the device is not working correctly and has had difficulty with the loading process. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.